Event description:
It was reported that the patient presented for a follow up with noise issues on the pulse generator. Additional information was requested but not received.

Event description:
New information received noted that the patient was asymptomatic. The patient was in stable condition.